Manufacturer narrative:
(B)(4). The complaint mr290 vented autofeed humidification chamber is expected, but has not yet been returned to fisher & paykel healthcare in new zealand. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the mr290v vented humidification chamber began leaking after 5 days of use. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the mr290v vented humidification chamber began leaking after 5 days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to f&p in new zealand, and was visually inspected. Results: visual inspection revealed vertical cracks on the chamber dome between the baffle, and one of the ports. Conclusion: we were unable to determine what had caused the cracking on the chamber dome, however, it is known that during some therapies the backpressures produced in the chamber sometimes are in excess of 80 cmh2o and this may affect the integrity of the chamber. As of the date of this investigation, no other complaints have been received for this lot number. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks, and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. Our user instructions that accompany the mr290 state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "use of the mr290 above the maximum operating pressure [8kpa (~80cmh2o)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarm."